Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/04/2014 as follows: the battery compartment was observed to be cracked from the threads to the seal case. Unrelated to the initial complaint, the display was dim, fading, and reddish in color and the battery cap was observed to be stripped. The keypad cover was found to be intact and the down button responded intermittently to testing. The keypad cover was removed and contamination was found under the contrast, down and up contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery compartment crack. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.